Manufacturer narrative:
(B)(4).

Event description:
It was reported "balloon did not expand during use in a patient". At the time of this report the customer has been unable to answer additional questions around this issue due to the details being reported as "unknown".

Event description:
It was reported "balloon did not expand during use in a patient".at the time of this report the customer has been unable to answer additional questions around this issue due to the details being reported as "unknown".

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The customer photos were reviewed. The report-ed complaint for "the balloon did not expand during use in a patient" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undeter-mined. No further action is required at this time. The reported complaint will be monitored for any developing trends.